Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb 4, 2025. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the colonovideoscope tested positive for 43 colony forming units (cfus) of klebisella pneumoniae. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.